Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels (over 600 mg/dl) with small ketones. The pump supplies were changed and boluses were delivered to address bg levels. The customer alleged that the pump did not deliver insulin as intended. Reportedly, the customer contacted a health care provider to obtain alternate insulin therapy.